Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not confirmed via review of the controller log files as log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed dimensional verification and visual examination; dimensional verification showed deviations from rear housing disc curvature specifications. Per an internal investigation, these deviations are not expected to impact pump performance. Visual examination revealed mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: adverse events that may be associated with the use of the vad include device thrombosis. High watts: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a pasint study patient from intermacs: "patient was seen in clinic with elevated [lactic acid dehydrogenase] ldh (moderate hemolysis). His powers and flows have been elevated over the last two (2) days. He was admitted for suspected pump thrombosis and hemolysis and upgraded to 1a. Admitted for IV heparin and integrilin infusions." "Integrilin d/c'd [discontinued] on (B)(6) 2015." Outcome is noted to be that the patient was transplanted on (B)(6) 2015. No additional information provided.